Manufacturer narrative:
Operator of device: patient/consumer. E4 is unknown; no additional information has been received to date. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming 'no disposable clamp tubing'. The settings were reviewed and the pump was restarted; the display read run. No patient injury was reported.